Manufacturer narrative:
Subsequently, boston scientific crm received information that the latitude system for this patient detected a red alert (low shock impedance) on (B)(6) 2009. Technical services contacted the local representative via voice mail and provided general information about the alert. Technical services was unable to speak with someone from the clinic. An e-mail was sent to latitude customer support to arrange contact with the clinic. The available information suggests that the device remains in-service. Boston scientific crm received information that this patient's latitude system detected a red alert (low shock impedance) on (B)(6) 2009. Impedance values prior to most recent oor measurement have been in the mid 50 ohms range. The clinic and local representative were notified. The available information suggests that this patient's device and lead system remains in-service. Boston scientific received information in (B)(6) 2014 that this clinic nurse contacted technical services to report that the communicator for this patient's monitoring system was flashing a red light associated with a displayed code of 3-20000000. Ts explained that the red light indicates that a red alert condition was detected but the information could not be transmitted up to the web site server. The clinic nurse was informed that the code indicates that a low shock impedance (less than 20 ohms) was detected. The clinic nurse was planning to schedule the patient for an in-clinic device check. Ts also suggested that the patient should contact latitude patient support to perform communicator-phone connection troubleshooting. According to the local representative, the patient was seen in-clinic and the device was interrogated. Assessment of lead diagnostic measurements identified normal values. No intervention (reprogramming or invasive) was required.

Event description:
Boston scientific received information that this device had recorded a shocking lead impedance (sli) measurement of less than 20 ohms. It was noted that, other than on the day of that measurement, sli had remained stable at approximately 55 ohms. A boston scientific technical services consultant discussed that the lead should be evaluated for noise or other signs of a developing lead insulation issue and that a maximum energy shock should be administered to check for signs of a short in the lead.